Manufacturer narrative:
The ge service rep conducted an onsite investigation. The motor plug was plugged back in place. The system was tested and operates as intended.

Event description:
The customer reported that the motorized motion was blocked on the system. No pt injury was reported.